Manufacturer narrative:
The reported events of inadequate capture, contamination and impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a high capture threshold and impedance issue. Additionally, it was found that the lumen at the end of the electrode continued to ooze blood after the implantation. The atrial lead was not used and replaced. The patient was in stable condition.